Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not returned to the manufacturer for evaluation; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that during an embolization procedure using the onyx liquid embolic, the microcatheter was captured in solidified embolic and separated as it was being removed from the onyx construct. The separated remnant of the microcatheter was aspirated from the patient without incident. There was no reported patient injury.